Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. The insulin pump had a cracked case on display window corner, cracked battery tube threads and missing end cap sticker.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed button error. The customer was at work when they received the alarm. The customer keeps the insulin pump in their bra strap. The reporter did not know the blood glucose reading. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.